Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The patient was highly symptomatic with shortness of breath and gradient of 7 mmhg prior to the procedure. Atrial fibrillation (afib) was present prior and during the procedure. Two clips were implanted. The clip delivery system (cds) was advanced to the mitral valve and placed in position. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The gradient was at 5 mmhg; therefore, the physician decided not to stabilize the slda with another clip. Three clips implanted, reducing mr to 2-3. The patient had malcoaptation of the leaflets due to left atrium annular enlargement. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this issue. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for single leaflet device attachment (slda) could not be determined in this complaint; however, the preexisting atrial fibrillation was due to patient morphology/pathology. The reported patient effect of atrial fibrillation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling,na